Event description:
A malfunction alarm was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions to reset the pump, assisting the customer with the process, and confirmed that the malfunction did not recur after resetting. The customer was advised to continue using the pump and to contact support again if the issue reoccurs.